Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Quality safety evaluation received on 26-apr-2016, referring to ptc global number (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, the device failure was not reported during the insertion and no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately one month later, part of the essure was expelled while she was in physician's office and other part of the essure expelled on the floor at her home. Patient was asymptomatic. The reported events were regarded as suspicion of device breakage followed by device expulsion. Device breakage is listed according to technical analysis, while the other event is listed in the reference safety information for essure. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, given events' nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to suspicion of device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up attempts were done with no response to date.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2015 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception/permanent sterilization. On (B)(6) 2015, physician reported that part of the essure was expelled while the patient was in the office. When the patient arrived home, she called and stated the other part of the essure was expelled on the floor. She did not have the lot number expiration date and did not want a replacement. The patient was asymptomatic. The doctor did not want to proceed with placing another one, and will most likely perform bilateral tubal ligation which has not been scheduled yet. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and approximately one month later, part of the essure was expelled while she was in physician's office and other part of the essure expelled on the floor at her home. Patient was asymptomatic. The reported events were regarded as suspicion of device breakage followed by device expulsion. Device breakage is unlisted according to essure's reference safety information, while the other event is listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, given events' nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to suspicion of device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information and a product technical analysis are being sought.